Event description:
A home patient experienced a system error 2240 alarm during dwell 1/3 while performing a treatment on the homechoice machine. The patient noticed fluid leaking from the area of the cassette/door and dripping below the door of the homechoice machine. The patient noted there was no leakage or moisture around the bag ports. The patient also indicated that the cassette and the inside of the door of the homechoice machine were dry. The patient was unable to determine the leakage point. No further information is available after repeated attempts to contact both the home patient and the nurse. No patient injury or medical intervention indicated on the initial report.